Manufacturer narrative:
Citation: tsukiji et al. [Bilateral coronary ostial stenosis after aortic valve replacement with freestyle stentless bioprosthesis: a case report] journal of cardiology (tokyo). 2004 nov; 44(5):207-13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old female patient who underwent implant of a medtronic 19 mm freestyle stentless bioprosthesis valve (no serial numbers provided) to treat aortic stenosis and congestive heart failure. Four months later, the patient presented with dyspnea and angina. An initial electrocardiogram revealed an acute myocardial infarction. Coronary angiography revealed severe stenosis in the ostium of both right and left coronary arteries, which was successfully treated with coronary artery bypass grafting. The post-operative course was satisfactory, and the patient was followed on an outpatient basis. One year later, the patient presented with continued angina. Coronary angiography revealed severe restenosis of both the right and left coronary arteries, which was treated with placement of a non-medtronic stent. The post-operative course was favorable, and the patient was followed as an outpatient. Approximately two months later the patient presented again with angina. Coronary angiography showed restenosis of the left main coronary artery and ischemia of the left anterior descending artery region. The left main coronary artery was dilated by balloon annuloplasty and a non-medtronic stent was placed. Histopathological analysis of resected stenotic tissue found thickened intima, fibroblasts, cellular increase, vitreous degeneration, and mucin degeneration. No additional adverse patient effects or product performance issues were reported.